Event description:
The MFR's rep reported that the device was explanted due to "battery depletion", and replaced with a new pump. The implant duration, or pt symptoms associated with the event are unknown. Additional information has been requested. The device has been returned to the MFR for analysis. However, analysis results were unavailable at the time of this report. A follow up report will be sent if add'l info is rec'd.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.